Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that pd therapy was discontinued, and the patient was transferred to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient developed an unspecified pseudomonas infection and was hospitalized. The cause of the event, treatment, and patient outcome were not reported. The patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unreported date in jun2024. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced peritonitis and pseudomonas infection (on an unknown date). The patient was hospitalized for three days for peritonitis approximately a month prior to the confirmation of the pseudomonas infection. At the time of this report, the patient outcome for the events were unknown. Should additional relevant information become available, a supplemental report will be submitted.